Event description:
Indication: common variable immunodeficiency, unspecified. Pt reports their freedom pump was not working right & the syringe was popping out, which has been happening for the past 2-3 infusions. Rph reviewed how to set up infusion with adapter & hizentra 20% 10gm prefilled syringe directly in pump; pt was able to get pump working. Rph did review how to do manual infusion if needed. The pharmacy will replace the freedom pump, which is available for return. It is unknown if the pt experienced an adverse event due to pump issue. Pump serial number is unknown. Pt also voiced concern that they are not getting the full dose as there is a grey portion at the top of the hizentra 20% 10gm prefilled syringe that they have not seen before. Rph advised there is no less med in the syringe but pt wants confirmation from manufacturer. Rph offered nursing refresh for teach/ train but pt declined. Pt also states they would not be able to visit the hizentra website for training videos. Per pt request, pharmacy rph called csl behring (800-504-5434) & spoke with rph/medical info specialist (B)(4) regarding pt questions about hizentra packaging. Per rph (B)(4), the grey portion at top of the hizentra syringe is standard leur lock tip connection & does not affect the dosage. Per manufacturer, no recent changes to color of leur lock tip. The pharmacy will contact the pt back to advise. Hizentra 20% 10gm prefilled syringe lot number p100754436/ expiration date 06/14/2027 & lot number p100786419/ expiration date 09/27/2027 obtained via the pharmacy dispensing system.